Event description:
20-dec-2024: it was reported by the clinical diabetes specialist (cds) that the user was hospitalized due to a hypoglycemic episode. During the hospitalization, additional testing revealed a cardiac issue. Multiple attempts have been made to contact the end-user for additional information, but all attempts were unsuccessful. No further information is available, pending an internal failure investigation via system logs.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.